Manufacturer narrative:
Implant regio 13 fractured. Construction was a removable upper jaw prosthesis with a locator attachment. Patient suffered from periimplantitis following bone loss and implant instability that caused implant fracture after more than 10 years in situ re-submission. Original initial and final report did not pass FDA gateway.

Event description:
Implant fracture.